Manufacturer narrative:
Eval: the iab was rec'd completely unfolded for eval with blood noted on the exterior of the membrane. Visual examination revealed the membrane to be separated from the catheter tubing at the catheter/membrane junction. Numerous kinks were noted in the sheath tubing. Underwater leak testing revealed no leaks in the balloon membrane or catheter tubing. It was not possible to pump the iab on a lab sys iabp due to the condition of the returned membrane. Probable cause of difficulty: unfortunately, based on the condition of the returned iab, it was not possible to satisfactorily examine the balloon to determine the true nature of the reported pump alarms. It was not possible to verify the reported difficulty in the lab. In general, alarm difficulties may be attributed to one or more of the following: 1. The balloon was placed subintimally. 2. The balloon was placed too high in the aortic arch or in the subclavian artery. 3. The proximal portion of the membrane remained within the shetah. 4. The iab failed to completely unfold because the user failed to inject at 60 cc of air as advised in the instructions for use. 5. The catheter kinked within the pt, possibly due to severe vessel tortuosity and/or pt movement. 6. The catheter kinked outside the pt. The user may have failed to secure the catheter and y-fitting to the pt. Manipulation of the kinked portion of the catheter could have minimized the restriction and improved balloon performance. Having the opportunity to examine a completely or loosely folded membrane may have provided some add'l info into the reported problem. The condition of the returned iab suggested that difficulty was possibly encountered when the device was removed from the pt even though it was not indicated on the returned datasheet. Although conjectural, the pt's severe peripheral vascular disease may have contributed to this.

Event description:
Alarms sounded from the pump and the iab was removed. The following was reported to datascope on 1/19/98: the pump console kemp alarming "rapid gas loss" but no blood was noted in the tubing. The pump alarmed everytime the iab was autofilled but still no blood was observed in the tubing. Full augmentation was never achieved. The iab was removed from the pt. The pt was stable after the iab was removed. [Event complications]: unk-reported 12/12/97; none-rpt'd 1/19/98. [Pt's current status]: stable-rpt'd 1/19/98.